Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Reportedly, the customer administered a pump boluses to address elevated bg level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.